Event description:
Acct. Reports that pt became tangled in his intravenous tubing and caused the stopcock to become separated from the intravenous extension tubing. Separation apparently was not detected for a period of time and pt. Lost blood. Pt. Was on coumadin which contributed to the rapid fall of his hemoglobin & hematocrit from 12.1/35 to 10.6/30. Pt did not require a blood transfusion, although was put on iron vitamins. Acct. Reports that pt's stay was extended due to his poor general health and not specifically to this particular event. Quality management rep at acct. States that the baxter product did not fail, pt. Caused the adverse event. No sample is available for evaluation.